Event description:
(B)(6) first time mom went in for labor induction. Baby was being monitored externally. Everything was going well. Doctor went to insert internal monitoring device iupc. The device was manufactured by clinical innovations, koala 1pc 5000. During insertion bright red blood was present. Baby's heart rate dropped below 100. Doctor monitored for a few more minutes. Doctor decided something was wrong. Mother was rushed in for a c-section. Baby was not able to be revived. Mother lost her child.